Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: a review of the black box showed a voltage drop leading to a call service 177 warning. The battery compartment was intact and the battery cap was not returned. A test battery cap was successfully used for all testing. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The short battery life complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board or continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. Low battery alarms appear in the alarm history on troubleshooting. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.